Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e370 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e370 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned to manufacturer.

Event description:
The customer called to report a tubing leak at the collect pump during a treatment procedure. The customer stated that the leak occurred right at the beginning of the purging air phase of the treatment and that the patient's blood had not yet reached the centrifuge bowl. The customer reported that the treatment was aborted with no return of blood/products to the patient. The customer stated that the patient was stable at this time. The customer reported that they did not know the whole blood processed or the patient's fluid balance. The customer stated that the kit had already been discarded and that a new kit had been installed. The customer reported that the patient was currently undergoing a new treatment. The customer stated that the instrument was cleaned and that service was not required at this time. The kit was not returned for investigation.